Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries. It was reported by the pt's attorney that as a result of having the product implanted the pt has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4). (B)(6), date of report: (B)(4) 2012, device MFR: tissue science labs, (B)(4). (B)(6).